Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18575. The pt reported experiencing uncomfortable heating at the ipg site while charging. The pt indicated she places a wash cloth between her skin and the charging system. A replacement charing system was sent to the pt as the next course of action. F/u identified the pt's issue was resolved with the use of the replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.